Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm and unresponsive keypad. The customer's blood glucose level at the time of incident was 182mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.